Event description:
Report received indicated that pt suffered a stroke (ischemic). This pt was enrolled in the registry for carotid stenting. At baseline the pt was evaluated with a nih (national institutes of health) stroke scale score of (1). The rankin stroke scale score was not documented. The pt was symptomatic. The target lesion location was left ostial internal carotid artery with no occlusion in contralateral side. The target lesion diameter stenosis was 70% with lesion length 15.0mm and reference diameter 10.0mm. The lesion was eccentric. An arch type-ii was present. Thrombus was not seen at the lesion site and pre-dilatation was performed. There were no other lesion/vessel characteristics (calcification/tortuosity) documented. The angioguard distal protection device was prepped and deployed successfully. There were no technical issues. A precise (pc1040rxc/13434719) was deployed at its intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device there was no debris found in the basket. It was noted in the registry that there was no associated major adverse events with the angioguard and the precise stent. The procedure was completed with a 0% final residual in lesion stenosis. The pt was administered aspirin and clopidogrel pre and post procedure. Clopidogrel was also administered during the procedure. On the same day of the procedure the pt suffered a neurological event described as right visual field loss, dysarthria and other, right hemiparesis, right hemineglect. This was diagnosed as a stroke (ischemic). Is unk when the event occurred and was indicated unrelated to the index procedure or cordis' products. The onset was step-like and recovery was partial, minor residual. The pt was discharged (2) days after the stent implant on aspirin and clopidogrel. The hih stroke scale score was 11. The rankin stroke scale score was not documented.

Manufacturer narrative:
A 30-day follow-up was made and the pt was evaluated with the facility, stroke scale score of (3). The rankin stroke scale score was not documented. On going medications are aspirin and clopidogrel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot and were no excursions. This product remains implanted in the pt and will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing number 1016427-2008-00257.